Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)") in a 30-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, dizziness, nausea and migraine. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 5 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain'. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, depression, mental anguish and pain pelvic clubbed to previous events. Reporter information, lab data, concomitant disease & lot number were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)") and uterine perforation ("perforation (uterus)") in a 35-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, dizziness, nausea and migraine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 5 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("migraines / headaches"), rash ("I had rashes all over the body on my back "), back pain ("lower back pain"), abdominal pain ("abdominal pain") and infection ("infection nos"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, vaginal discharge, depression, anxiety, migraine, headache and rash outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, back pain, abdominal pain and infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, infection, menorrhagia, migraine, rash, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Events perforation (uterus), infection nos, rash, abdominal pain, lower back pain, were added. Lab data updated. Concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)") and uterine perforation ("perforation (uterus)") in a 30-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, dizziness, nausea and migraine. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and paracetamol (tylenol regular). In (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 11 days after insertion of essure. On (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("migraines / headaches"). On (B)(6)2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rash generalised ("I had rashes all over the body on my back "), back pain ("lower back pain"), abdominal pain ("abdominal pain") and infection ("infection nos"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal discharge, depression, anxiety, migraine, headache and rash generalised outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, back pain, abdominal pain and infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, infection, menorrhagia, migraine, rash generalised, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: bilateral fallopian tube occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received outcome of event " cramps" was updated as recovered. Concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)") in a 30-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, dizziness, nausea and migraine. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 5 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for contraception. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.